Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No replace battery now alarms noted. However, insulin pump was returned for pump error 25. Analysis confirmed low battery alarms and alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump was received with cracked select button at the keypad overlay, minor scratched lcd window, scratched case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed replace battery now during a self-test. They also received several pump error 25 alarms. Customer's blood glucose level was 17.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.